Event description:
After removed from packaging, the enseal trio device failed when handled by the physician. Per the or nurse, the handpiece "fell apart". The device was not used on the patient. Another enseal trio was opened and used for the case.